Event description:
Device report from (B)(6) reported a pt with a femur osteotomy on both sides experienced a broken screw head 5 weeks post operatively. Revision surgery took place 7 weeks after implantation, implants were removed and a new plate was implanted.

Manufacturer narrative:
Device received at synthes (B)(4) and is in the evaluation process, no conclusion has been drawn.